Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lower anterior resection on the rectum, the device, was unable to unload but was able to fire the jaws of the device also locked on tissue, the device was unable to retract post firing. There was an unanticipated tissue loss as a result of the problem. The surgical time was extended by 30 minutes or more. The incision was extended by more than 1 inch or 2.54cm. Because of the misfiring of stapler, the doctor had to do a colostomy. The rectum was resected using a manual stapler and the instrument was removed to complete the case. The patient was still in the hospital.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. The knife bar was herniated from the side of the reload with the jaws unclamped. Due to the condition of the reload functional testing could not be performed. The laminates were damaged and bent back. There were subflush pushers on the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur during application over tissue that is beyond the recommended thickness range and articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The sub-flush pushers indicate thick tissue and the damaged laminates would occur during emergency retract. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of broken adapter that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lower anterior resection on the rectum, the device, was unable to unload but was able to fire the jaws of the device also locked on tissue, the device was unable to retract post firing. There was an unanticipated tissue loss as a result of the problem. The surgical time was extended by 30 minutes or more. The incision was extended by more than 1 inch or 2.54 cm. Because of the misfiring of stapler, the doctor had to do a colostomy. The rectum was resected using a manual stapler and the instrument was removed to complete the case. The patient was still in the hospital. Due to the issue the doctor had to perform a colostomy.